Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: date of incident: (B)(6) 2025. Type of incident/problem: failure (i.e. While preparing for, in use, after use). Level of harm: minimal harm. Incident details: writer was administering an im medication (cyanocobalamin) to patients left ventrogluteal. When writer depressed syringe plunger, the medication leaked through the needle/ syringe hub and emptied to the floor. Approximately half the syringe contents (0.5ml) was remaining in the syringe when medication loss was noted. Due to the little to no administration of medication and low risk associated with medication, writer repeated injection of full prescribed medication dose, using new needle, syringe, and medication vial. Medication was successfully administered to right ventrogluteal, without any further device issues. Customer responded on 07-aug. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient required a second injection of the medication. I don't know if the needle involved with the incident was defective with leaking prior to opening the package, or if a crack could have occurred when threading the hub to syringe.

Manufacturer narrative:
A device history record review was completed for provided material number 305886 and lot number 2011014. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) unused eclipse needles from lot number 2011014 were received for evaluation by our quality team. The needle samples were assembled with a bd discardit 2ml syringe and no signs of defective hub connection that could have resulted in leakage were detected. No issues were identified during the testing to confirm the reported issues. Based on the investigation results, a cause related to the needle manufacturing process could not be determined. We confirm that all results for engagement force are measured as part of a final test prior to release to the market to ensure the product complies with specifications. Smartslip technology ¿ has been introduced to help ensure a secure connection is made with luer slip syringes. It has been designed to reduce the risk of needle disengagement from luer slip syringes. We recommend that the user follow the recommendations for use, which are unique in recommending the user ¿push firmly when attaching the needle to the syringe.¿ the clip acts as an indicator that suitable force has been applied to engage the needle hub. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.